Manufacturer narrative:
Updated blocks: d10 and h3. 81: evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed that the memory card cannot be inserted into the card reader as far as the other cards. When the user tries to eject the card, the ejection mechanism does not come out as far as you would expect, making it difficult to remove the card. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported issue occured while the clinical specialist was attempting to replace the system configuration card during a configuration and training session. The field service representative (fsr) replaced the ccm.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) configuration card slot had broken. The card would not engage into the slot correctly and could not be removed. The ccm could not read the configuration card. There was no patient involvement.